Manufacturer narrative:
(B)(4). For 1 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 event, the checkout of the unit was performed by a distributor.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9212-000 anesthesia gas machine experienced unexpected shutdown. 1 unit shutdown and restarted during a case. 1 unit was reported to shutdown unexpectedly. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, and 1 did involve a patient. There was no patient information available.